Event description:
It is reported that the patient reports pain at the hip joint. Patient receives steroid shots at the joint to relieve pain. Surgeon to see her in 4 weeks.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.